Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their stim ulation was adjusting itself on its own. The patient reported that they were told by their representative (rep) to call patient services the morning after the procedure to ensure that their therapy is set up. Patient services walked the patient through connecting to their settings and the patient was able to successfully increase their stimulation to a comfortable level. While making adjustments, patient claimed that therapy was moving in increments of 0.2 when they weren't expecting. Patient would not therapy changes and then stated that they did not make those adjustments. Agent reviewed that possibly patient is clicking too fast. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.